Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a scheduled device change out procedure. The physician used electrocautery and the pulse generator exhibited a loss of output for thirty seconds. The procedure was completed successfully with no adverse events to the patient. The patient was in stable condition post surgery.